Event description:
It was reported to boston scientific corp that a wallflex esophageal fully covered stent was used during an unk procedure performed in 2009. According to the complainant, the wallflex esophageal stent was not placed properly due to unk reasons. The physician moved it, and then placed 2 clips to prevent migration. One clip was placed on the stent and the other was attached to the esophageal mucosa. No complications were noted during this procedure, and no malfunction of the clips was reported. The stent expanded properly. Two days later, it was reported that the stent had migrated to the stomach. Three days after the original procedure, the stent was removed and an unk stent was placed. The pt's condition at the conclusion of the second procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an unknown procedure performed on (B) (6) 2009 (patient age unknown, however over (B) (6); gender and weight are unknown). According to the complainant, the wallflex esophageal stent was not placed properly due to unknown reasons. The physician moved it, and then placed 2 clips to prevent migration. One clip was placed on the stent and the other was attached to the esophageal mucosa. No complications were noted during this procedure, and no malfunction of the clips was reported. The stent expanded properly. Two days later, it was reported that the stent had migrated to the stomach. Three days after the original procedure, the stent was removed and an unknown stent was placed. The patient's condition at the conclusion of the second procedure was reported to be "fine".

Manufacturer narrative:
The stent was returned in a deployed state, and all dimensions were within specification. There were no issues noted with the profile of the stent. It was noted that a clip was attached to the sutured end of stent. The stent was fully expanded, was of the correct dimensions and no issues were noted with the profile of the stent. The most probable root cause is anticipated procedural complication. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.